Manufacturer narrative:
Concomitant medical products: 5-7652 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has exhibited intermittent high thresholds as far back as 2019. The rv lead remains in use. No patient complications have been reported as a result of this event.